Event description:
It was reported the patient experienced a loss of therapy since about a month ago. The pump has flipped since implant and they flipped it back. Hcp had difficulty accessing the catheter access port (cap). It was confirmed via ap that the pump was not flipped. A dye study was performed on (B)(6) 2012. The pump was delivering morphine.

Event description:
Additional information was received. It was reported that the catheter could not be aspirated. At the time of report, the pump had been turned to minimum rate and the patient was being managed with oral medications. It was noted that a revision should have been scheduled in the month following report. Per manufacturer device registration, the device was explanted.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).